Event description:
It was reported that the pump touch screen was unresponsive which resulted in the customer experiencing difficulties reading the screen. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.